Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise was not verified in the laboratory. The distal portion of the lead was returned for analysis. Extraction damage was observed. No abrasions were noted on the surface of the lead.

Event description:
It was reported that noise was seen on the lead. It was explanted and replaced electively during a routine device change.